Event description:
The customer returned the cysto-nephro fiberscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the adhesive on distal sheath had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.